Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 48 mg/dl. Sugar and granola were consumed to address low bg level. The contact thought that the customer delivered too large of a bolus. Tandem technical support advised the contact to discuss the event with a healthcare provider.